Manufacturer narrative:
Title an unanticipated airway finding after orotracheal intubation with a glidescope videolaryngoscope source journal of cardiothoracic and vascular anesthesia, volume 33, 2019 (873- 875). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source performed, during rapid sequence induction of anesthesia, scope was introduced into the hypopharynx with some difficulty, then a tube containing the scope stylet was inserted into the hypopharynx and trachea without resistance. After withdrawing the scope from the hypopharynx, it was revealed that the tube had perforated the right lateral soft palate before it entered the trachea. There was minimal bleeding and end-tidal carbon dioxide was observed and bilateral breath sounds were heard. They proceeded with the appendectomy after obtaining an otolaryngology consultation. After the appendectomy, 1cm palatal laceration was repaired using chromic suture. There were no additional injuries or edema. The patient was discharged from the hospital on the second postoperative day without any further complications.